Manufacturer narrative:
The customer returned the suspected contour next ez meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and lot #) and g4 (510k#) have been updated. Gudid information does not exists, as the device was manufactured before the UDI implementation date. Therefore, only the di number has been captured in the UDI section d4 of the initial report.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.